Manufacturer narrative:
Patient's death was reported.

Event description:
Additional information was received that the patient suffered multiple strokes on (B)(6) 2017 leading up to their death on (B)(6) 2018 . No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (strokes, right heart failure, and cardiac arrest) and heartmate 3 lvas, could not be conclusively established through this evaluation. The hm3 lvas IFU lists right heart failure and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient died from cardiac arrest due to the family's decision to withdraw all life support. Additional information was requested but not provided.